Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/18/2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). "Dexcom was made aware on 05/18/2018 that on (B)(6) 2018 the receiver ceased to function. The complaint confirmation of the receiver ceasing to function could not be determined."

Event description:
Dexcom was made aware on 05/18/2018 that on (B)(6) 2018 the receiver shut down unexpectedly...the complaint confirmation of the unexpected receiver shutdown could not be determined. The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection passed. The receiver log was downloaded with a known good battery, rttloss was observed. The battery wrap was cut and inspected and it failed with a bad battery. Functional testing was unable to be performed due to the receiver not booting up. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.